Event description:
Pt in for laparoscopic gastric sleeve and hiatal hernia repair. The echelon laparoscopic stapler with ref number (B)(4) and lot # l92c08 was used successfully on one portion of the stomach but on the second area, it misfired. There was active bleeding which required m.d. To use a stitch to achieve hemostasis. Another echelon was opened to complete the procedure with no other incidence. Pt lost minimal amount of blood.